Manufacturer narrative:
Reference MFR reports #s 2916596-2015-01174, 2916596-2015-02137, and 2916596-2016-00609 for the previous reports of the patient¿s chronic driveline infection. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 2 months. The pump was not explanted for evaluation. A direct correlation between the device and the patient¿s outcome cannot be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not returned. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2016 due to sepsis resulting from complications related to chronic driveline infection. The patient had been taking unspecified antibiotics since the onset of the infection approximately one year earlier and had undergone multiple driveline debridements with the most recent in (B)(6) 2016. The patient was under hospice care at the time of expiration. No further information was provided.